Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the erbe unit was tested on the system and was able to energize and cauterize all ports and instruments without any problems. However, the erbe log still recorded error c-84.the complaint was not confirmed based on failure analysis. The probable root cause in this case cannot be determined based on the failure analysis results.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted the technical service engineer (tse) regarding the monopolar and bipolar energy not working. The reported complaint remained after the customer had replaced both energy cords with backup cords and performed a power cycle on the integrated electrical surgical unit (iesu). The customer replaced the iesu with a force triad to resolve the reported complaint. The customer was proceeding with the surgical procedure. The procedure was completing as planned with no reported injury.